Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 7:15 a.m., a sample from the patient was tested using the meter, resulting in a value of 1.5 inr. Within minutes of meter testing, a sample from the patient was tested in the laboratory using an acl tops 350 system with recombiplastin reagent, resulting in a value of 2.5 inr. The patient's therapeutic range is unknown. The patient's testing frequency is weekly.